Event description:
Pt undergoing outpatient femoral angiogram of (l) iliac artery. Resistance noted upon insertion and manipulation of the glide wire. Upon removal it was noted that an 8 cm portion of the outside covering had sheared off the wire.